Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plate broke at a screw hole.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was returned.

Event description:
It was reported that the surgeon performed a revision surgery on (B)(6) 2014 due to a non-union and a plate breakage. The original implant surgery was performed on an unknown date. The broken plate was removed uneventfully and another variable angle locking compression plate was implanted successfully. This is report 1 of 1 for complaint (B)(4).